Event description:
It was reported that a minimum fill notification occurred. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled when it was not. There was no reported adverse impact to customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.